Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for an unknown endovascular treatment. It was reported that approximately four years post-index procedure, an intervention to implant an endurant aortic cuff along with heli-fx endoanchors was completed to treat a type ia endoleak. Aneurysm size at this time was reported as 65mm. The aortic neck length was 4mm. Eight endoanchors were implanted from the aortic cuff to aortic neck and two endoanchors were implanted to secure the aortic cuff to the talent stent graft. No endoleaks were observed at the end of the procedure and the procedure was reported to have been successful. The cause of the type ia endoleak is currently unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Aware date for additional fdc code updated. If information is provided in the future, a supplemental report will be issued.